Manufacturer narrative:
During the requested site visit by the abbott field service representative multiple parts were replaced. A single part was not identified as the issue, so the investigation is on the architect i2000sr analyzer. Return testing was not completed as returns were not available. A review of complaints for the architect i2000sr found no trends and no similar issues as described in this complaint. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further documented occurrences of discrepant results by the customer. A review of labeling shows that the architect system operations manual addresses operational precautions and limitations; as well as troubleshooting for erratic assay results. The architect troponin package insert provides information for sample preparation and handling; assay processing, performance characteristics and limitations of the procedure. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect hs troponin results on one patient. The results provided were: (B)(6) 2019 troponin = 75ng/l / on different analyzer = <1.9ng/l (diagnostic cutoff=1.9ng/l). There was no reported impact to patient management.